Event description:
It was observed, that during the device evaluation. The camera head exhibited flickering images, scope mount corrosion, cable and image capture flooding. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. And the following reportable malfunctions were identified, during the device evaluation: flickering images, scope mount corrosion, cable and image capture flooding. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: cable failure caused a communication failure and the images flickered. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.